Event description:
The pump reportedly gave a bolus dose without pt request. The pump was set to infuse meperidine 10mg/ml, 10mg (1ml) patient controlled analgesia dose with a 6 min pt lockout. While in the post anesthesia care unit, a nurse noted that the unit gave a patient controlled analgesia dose when the cord was jiggled during pt movement. The pump was left in use as the nurse was not completely sure that the button had not been hit. At an unspecified time later, the same event occurred with a bolus dose delivering without pt request. The unit did deliver within the set lockout parameters. There were no adverse effects to the pt. The pump was switched out. The report source did not feel comfortable giving out the pt age, diagnosis or reason for admission. No add'l info was available.